Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor was distorted due to stylet/guidewire. There was blood on the lv4 (low voltage 4) conductor and it was obstructed. There was blood on the lv3 (low voltage 3) conductor and it was obstructed. There was blood on the proximal conductor. There was blood on the distal conductor of the lead and it was obstructed. The competitor guidewire that was returned inside of the lead was removed without difficulty. There was an extensive amount of blood ingress that occurred during the attempted implant. It is likely that the blood dried and caused the guidewire to become stuck during the attempted implant. During the guidewire insertion test the guidewire could not be inserted completely into the lumen due to presence of dried blood. A new guidewire was used for testing. It was also observed that the distal conductor was distorted within the distal end of the lead. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used. The guide wire was stuck in the lumen of the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.